Event description:
During an accessory pathway procedure, a contact force issue with two tactisys units resulted in a delay to the procedure. After completing the 1.7.2 upgrade on the tactisys (first case after the upgrade), contact force was unable to be obtained on four different tactiflex se catheters and two tactisys units. Initially, the first tactiflex se was connected to the tactisys. Contact force was detected but was out of range and would not reset. Next, a second tactiflex se was connected to tactisys and the same issue occurred. Next, a third tactiflex se was connected to a different tactisys and the same issue occurred. The third tactiflex se was then connected to the original tactisys and the issue persisted. Lastly, a fourth tactiflex se was connected to both tactisys units with no resolution. Cables were checked, connected, and reconnected. The ensite x dws and tactisys units were power cycled, and the amplifier was also restarted twice during troubleshooting. The case was restarted with no resolution. A safire tx was utilized without issue to complete the procedure with no adverse consequences to the patient. Later, both tactisys units were tested with numerous catheters in a non-clinical setting and neither tactisys would detect force. The account has been using a loaner regional demo tactisys unit until their replacement arrived and contact force catheters could be utilized with the demo unit and now with their replacement tactisys unit as well.

Manufacturer narrative:
One tactisys quartz was received for evaluation. Fiso diagnostic revealed a signal loss at channel three and no contact force data was displayed. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the optical issue were identified.